Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports that the needle was loose in the box, the needle became detached from the barrel. There was no ill-effect to patient or user.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.